Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: medical images received and reviewed. Based on the images provided, a tilted recovery filter was retrieve successfully from the ivc, can be confirmed. Based on the images provided, two detached filter arms can be confirmed. Based on the images provided, the removal of the two detached filter arms cannot be confirmed. Based on the CT images provided, filter perforation can be confirmed. Based on the images provided, filter arm perforation of the aorta cannot be confirmed. Conclusion: based on the available information, the root cause is unknown. There were several potential root causes identified for recovery fractures. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation or other acute or chronic damage of the ivc wall.

Event description:
Additional information: no attempt was made to retrieve the two detached filter limbs with the snare device.

Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. As the lot number is reportedly unknown, a review of the device history records could not be performed. Images were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 10 years post vena cava filter deployment the filter was retrieved successfully. Guided fluoroscopy demonstrated a tilted filter with two detached filter limbs. One detached filter limb was embolized in the ivc wall, one detached filter limb reportedly was embolized in the aorta. A steerable guide wire was used to reposition filter apex away from the ivc wall as a snare device successfully captured and retrieved the filter. The filter retrieval procedure was performed based on the patient's request to retrieve the filter. The patient was reported to be asymptomatic prior to the filter retrieval and post successful filter retrieval.